Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt has requested the scs system to be removed because it has not been used in months and when in use it did not provide effective pain relief as needed. The pt scheduled a physician consult to expedite her request.